Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 and h6 (health effect - clinical code & health effect - impact code) with this report. Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed to (B)(6) 2024 as per new additional information and which is updated section b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summery: customer reported having a low blood glucose. He felt a bit dizzy and went to buy a cola, but then he collapsed. Customer did consume the soda. However, customer had a seizure and broke one of his spinal bones. Customer said pump alarmed too late of the low after he already collapsed. Customer did not mention discontinuing the pump. Emergency services was obtained on (B)(6) 2024 at 17:46. Smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced the pump did alarm too late for low, and low blood glucose. The customer reported hypoglycemia, discomfort, loss of consciousness, and dizziness treated with discontinue use of insulin delivery system, glucose/carb intake, ems/ambulance/ER visit. The event involved product(s) mmt-1886. Troubleshooting was performed, and the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event, and the customer was used the auto mode feature. No further patient complications were reported. The customer will continue using the device, and no product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.